Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a generator change for normal battery depletion. Pre-operative interrogation showed the atrial lead was over-sensing noise on stored electrograms. Fluoroscopy showed the atrial lead was fractured. The patient did not report any symptoms. The physician explanted and replaced the atrial lead. The patient was stable throughout.

Manufacturer narrative:
External insulation abrasion was noted at 32.6-32.7 cm from the distal tip consistent with lead friction to device can, exposing the inner coil.